Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the ipg was protruding from the skin but there was no skin breakage. The patient underwent a pocket revision procedure. The patient's issue with pocket pain was resolved postoperatively.